Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-4316, serial/lot #: unknown; description: next generation anchor kit-sterile, sc-8216-70, (sn (B)(4)). The complaint of loose electrodes due to lead migration was confirmed. Visual inspection revealed electrodes #7r, #8r and #8l were partially dislodged from the silicone, but still attached to their respective cables. #7l was completely dislodged from the silicone and its connection to the cable was completely severed. Sc-4316 each clik anchor had a fractured eyelet.

Event description:
A report was received that during a lead revision the patient's contacts appeared to be loose. The lead was explanted and was replaced with a new one. The patient was doing fine after the procedure.

Event description:
A report was received that during a lead revision, the patient's contacts on the lead appeared to be loose. The physician relocated the ipg and believed that moving the pocket site would provide less tension on the lead. The lead was explanted and was replaced with a new one. The patient was doing fine after the procedure.